Event description:
Treatment of a right unruptured saccular aneurysm measuring 10mm x 6mm in the supraclinoid segment of the right ica (internal carotid artery). During the pipeline deployment, it was reported that a small portion of the distal segment of the pipeline was narrowed due to vessel narrowing and required balloon angioplasty with a hyperform balloon (an option presented in the instructions for use, u.s.) To achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).